Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used during a procedure to treat a lesion in the superficial femoral artery (sfa)/popliteal artery. The ivl balloon ruptured followed by partial detachment while it was being pulled out of a 5f short sheath; the m5+ ivl IFU specifies the use of a 6f sheath. The patient was taken to the operating room (or) for a surgical cut-down procedure to remove the detached portion of the ivl balloon. No patient harm was reported. The patient was discharged, and no other issues reported.

Manufacturer narrative:
The device referenced in this report has not yet been received at shockwave medical, inc. Therefore, a physical examination has not been performed. Evaluation of the subject device is anticipated but has not yet begun. After the device is received and investigation is completed, a supplemental report will be submitted.